Event description:
On (B)(6) 2014, dr implanted a two (2) level nakoma-sl plate and screws. The implants were as follows: nakoma-sl 2-level 32mm plate (part #3100i-2003-01; lot #21677s) and (6) nakoma-sl variable self-tapping 4x14mm screws (part #300i-8004; lot #21538s). No issues or injuries were reported at the time of surgery. On (B)(6) 2015, dr reported to an alliance spine field representative that during a standard four (4) month post-operative follow-up on (B)(6) 2015, two (2) x-ray images revealed that one (1_ screw implanted at c6 had backed up and out of the plate. Patient had not been experiencing any pain or complaining about unusual symptoms. Dr has decided to continue to observe the patient. Device remains implanted in the patient at this time.

Manufacturer narrative:
On (B)(4) 2014, the nakoma-sl variable self-tapping 4x14mm screws (part #3100i-8004; lot #21538s) were inspected with no non-conformances and released to inventory. Confirmed via post-operative x-ray imaging that one (1) implanted nakoma-sl variable self-tapping 4x14mm screw (part #3100i-8004; lot #21538s) has backed out of the plate. The device is not available or evaluation because the dr has decided to continue to observe the patient; therefore, no further investigation/evaluation can be done at this time. Should the doctor decide to take further action, the device becomes available, and/or additional information be obtained, a supplemental report will be filed containing the additional relevant information, including results of any physical evaluation that was conducted (if any).